Event description:
It was reported that a one-link needle-free connector became disconnected from a non-baxter product during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.